Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "I had allergen textured implant, I was particularly concerned over the alcl risk with the textured implant, caused me significant physical and emotional distress, I have has significant pain, swelling, fine needle aspiration and extra capsular ruptured implant diagnosed via ultrasound scan." This record is for the left side. Device was explanted.